Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed a crack on the rim of the minicap. Functional testing was performed and failed due to a leak test fail. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was discovered on a minicap during sample analysis of a returned sample. There was no patient injury or medical intervention associated with this event. No additional information is available.